Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezg1500 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported by nurse that the patient had the placement a month ago, and the access site was at the basilic vein on the left upper arm. The placement was under the guidance of ultrasound. Today, when the PICC outpatient was conducting catheter routine maintenance, during the delivery of normal saline, it was found there was infiltration in the catheter within the body. Then removed the catheter and found 2cm within the access site was cracked, therefore, removed the catheter. Currently, the main treatment of the patient was antibiotics and nutritional therapy, and the main drug applied includes fluorouracil and palonosetron and other drugs.